Event description:
Adverse event(s): "bubbles or particulates were observed in the pt's eye with product use, no harm reported" (no consequences or impact to pt). Product problem(s): "bubbles or particulates in the product" (foreign material present in device). A nurse reported that bubbles or particulates were observed in the pt's eye with product use on two back-to-back procedures. There was no pt harm reported and no treatment was required. There are two medical device reports associated with this event. This report is for the second pt.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. (B) (4). (B) (4).